Event description:
It was reported that the orbital locks on the 9800 system were stuck and would not release. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brakes were cleaned and repaired during the service call. The system was tested and found to be working as intended and put back into service.